Event description:
It was reported that the site's handheld was having issues freezing. It was reported that the freezing will occur at anytime, but that when a hard reset is performed the handheld will not go past the first screen. A new handheld was provided to the site. The frozen handheld is expected to be return to manufacturer for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that troubleshooting was performed on the nurse practitioner's handheld and that the issue was isolated to the serial cable. When the handheld was tested with another serial cable the issue was resolved. A new serial cable was requested and the serial cable is expected to be returned for analysis rather than the entire handheld. The serial cable has not yet been received for analysis.